Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported downstream occlusion alarms through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom. The downstream sensor was calibrated.

Event description:
It was reported that a spectrum pump had false downstream occlusion alarms. It was also reported that there was no pt incident.